Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using crest and thus software. Unit powered up after battery installation and received critical pump error (open book image) alarm as a result of software error detected alarm found in pump history files due to a software error. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, stained keypad overlay, and cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after changing the battery. Customer stated that the display was not blank less than 30 seconds and did return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.